Event description:
It was reported that while the battery was charging, it would overheat and would not hold the charge. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
B5: additional information received on 11july2022 via email and attached to complaint object: no volume discrepancies, updated the date of the event ((B)(6) 2022), the event did not occur while in use with the patient, there was no patient harm reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that both tamper seals were broken. That top and bottom cases are in good condition, no visible contamination, however, the battery pack was missing. The reported problem was not duplicated; the issue was most likely caused by customer using incompatible non-OEM battery in the pump. For corrective action, the non-OEM battery was identified and replaced with OEM component. The source of the reported problem was traced to the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: corrections: h4: mfg. Date. 29-may-2019; d4: model number: 4000.